Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 31 mmol/l. The customer was treated with insulin pen. Customer was taken extra insulin and was feeling ok to troubleshooting. Customer stated that insulin pump was turned off for some time. The insulin pump will not be returned for analysis.